Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on a review of the medical records it appears that the infection developed at the incision site. The patient has a history of abdominal issues. The patient's attorney did not allege a specific device failure. It is alleged that the patient was treated for infection and seroma both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however , may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request additional information and to request return of the device for evaluation if available. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the medical records provided to davol by the patient's attorney: patient has a history of abdominal surgery. On (B)(6) 2005 - patient was implanted with two composix mesh to repair multiple ventral wall hernias. The first, a small round mesh was placed superiorly just under the umbilicus. The second, a medium oval mesh was placed inferiorly to the first mesh. This was performed by using two separate and distinct incisional operative locations. On (B)(6) 2005 - patient presented to emergency room with bleeding from one of the incisional sites, also wound healing issues and infection. The area affected was the lower abdominal incisional site underneath the pannus. Patient received treatment at that time. On (B)(6) 2005 - patient presented to the emergency room with an infected non-healing abdominal wound (inferior) with fistulous tract, possible seroma and mesh (inferior) rejection. Patient underwent explant of the inferior medium oval composix mesh. The composix mesh was noted to be "balled up" and "folded over". There was no adverse outcome associated with the other mesh implanted under the umbilicus which remains implanted.